Manufacturer narrative:
The reported complaint was confirmed. Visual inspection revealed that the spacer had suffered significant damage. The spindle cap was deformed and the implant body had several scratch marks as well as the screw threads were found to be damaged. This type of damage caused the spacer to fail functional testing as the device did not deploy acceptably. The damage to the spacer indicates that the failure is likely due to a combination of deployment against resistance and gross articulation of the inserter. The most probable cause is an unintended use error caused or contributed to the event.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the top of the spacer broke off and would no longer deploy. The spacer was replaced with a new one and the procedure was completely successfully.

Event description:
It was reported that during a superion indirect decompression system implant procedure, the top of the spacer broke off and would no longer deploy. The spacer was replaced with a new one and the procedure was completely successfully.